Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3387s-40, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 19-jun-2022, (B)(4); product ID: 3387s-40, serial/lot #: unknown, ubd: 19-jun-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was implanted with the deep brain stimulation (dbs) on (B)(6) 2018. During the test, it was found that the resistance of the stimulator and extension was too high. The patient has been replaced with the new stimulator and extension to complete the operation on (B)(6) 2018. The patient has been replaced with the new lead to complete the operation in the hospital on (B)(6) 2019. The patient was in good condition. The cause of the issue was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the extension (serial no. (B)(4)) found no anomaly. (B)(4). Evaluation codes remain unchanged due to no device return. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3708660 , serial# (B)(4), product type: extension. Product ID 3389s-40, lot# va1q5cw, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot# va1q5cw, implanted: (B)(6) 2018, explanted: (B)(4)2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete). (B)(4). If information is provided in the future, a supplemental report will be issued.